Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screwdrivers stripped overtime; there was no specific patient involvement.

Manufacturer narrative:
Investigation summary was conducted: the report indicates that the: three matrix t25 drivers (03.632.004 lot 6755440, 03.632.073 lot 6968812 and 03.632.074 lot 6670698) were received with stripped tips. The instruments show typical wear associated with use. No design or manufacturing deficiencies were identified for the returned drivers. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) screwdrivers were stripped. Patient involvement is unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient involvement in this event is unknown. Device is an instrument and is not implanted/explanted. Product is expected to be returned for manufacturer review/investigation, but has not been received as of yet. (B)(4) stripping of the device. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: t-handle t25 stardrive shaft f/matrix - lot 6755440. (B)(4) manufactured the t-handle t25 stardrive shaft f/matrix, p/n 03.632.004, and lot 6755440. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 23, 2011, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on january 13, 2012. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.